Event description:
It was reported that during an infusion set and cartridge supply change using an inset, the infusion site separated from the needle during deployment, likely due to user error, and the user then successfully completed the change with a new inset after guided troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education on correct insertion and connection technique. Investigation of this case revealed an incorrectly deployed infusion set or an infusion set connector not properly attached, consistent with handling or use error of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user error.